Event description:
(B)(4). I had many symptoms listed as secondary for essure. Weight gain, depression, hair loss, migraines, severe abdominal bloating, light headedness, acute yeast infections, lowered sex drive, joint pain and others.